Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient requested assistance in entering an exchange setting on the cycler. The patient stated having filled with 2000ml antibiotics earlier that day. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized on (B)(6) 2018 for peritonitis. The nurse stated that the patient was treated with vancomycin. The nurse stated that the source of infection and organism remains unknown. The nurse confirmed that the patient has recovered from the infection and continues with peritoneal dialysis.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy with the liberty cycler, fmc cassette and the reported event of peritonitis which required hospitalization. However, there is no documentation or indication the liberty select cycler or fmc cassette caused or contributed to the event of peritonitis. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. The etiology for the patient¿s peritonitis event is unknown. Therefore based on the information available, causality cannot be determined. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient requested assistance in entering an exchange setting on the cycler. The patient stated having filled with 2000ml antibiotics earlier that day. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized on (B)(6) 2018 for peritonitis. The nurse stated that the patient was treated with vancomycin. The nurse stated that the source of infection and organism remains unknown. The nurse confirmed that the patient has recovered from the infection and continues with peritoneal dialysis.